Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the instrument was recognized but could not be fired. The nurse reassembled the instrument with no resolve. The instrument was replaced. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken clamp arm. The inner tube slots where the clamp arm hinges was what broke off, causing the arm to dislodge. As a result, the clamp arm is unable to clamp down and deliver energy. Root cause of this failure is attributed to the user.